Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from a infection reported to stimwave on november 26, 2018, by stimwave clinical specialist (B)(4) . Following a successful trial with the freedom spinal cord stimulator (scs) system, the patient had a permanent procedure performed on (B)(6) 2018, in which a freedom-8a receiver stimulator (fr8a-rcv-a0), freedom-8a spare lead (fr8a-spr-b0), and sandshark injectable anchor (sia) system (shrk-all-1k) were implanted in the spinal cord at the t8-t9 level to treat the patient's chronic regional pain syndrome (crps). There were no complications during the procedure, and the patient was discharged the same day. The implanting clinician met with the patient at a follow-up appointment (exact date is unknown), and checked the incision site for healing and any visible signs of infection, but observed no complications. The patient receives care from home healthcare professionals who noticed on (B)(6) 2018 that her incision site was reddened. Because the patient reported pain at the incision site, she was taken to a hospital near her home for medical evaluation where she was prescribed IV antibiotics for two (2) weeks. The patient was relocated to two additional hospitals due to circumstances not related to the infection, which contributed to a longer hospitalization for recovery. The patient is planned to end IV antibiotic treatment and be discharged from the hospital on (B)(6) 2018. The device remains in use by the patient throughout her hospitalization as the system is treating her crps. The patient suffered a stroke two (2) years ago, which has left her to be bedridden and requires the use adult incontinence undergarments. The location of the incision site is just above the incontinence undergarments. Given the patient's sedentary condition, and close proximity of the incision site to unsanitary conditions associated with incontinence undergarments, it is probable that the patient's physical condition and close proximity location of the incision site contributed to the infection. Immediately following notification, stimwave quality and management reviewed the procedure and after care with the therapy specialist present at the trial procedure. The therapy specialist confirmed that the procedure was performed in a sterile environment, sterile field handling protocols were used, the trial procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. No complications arose during the implant procedure. The implanting clinician prescribed antibiotics for the patient before and during the implant procedure. To rule out any potential issues with product sterility, stimwave reviewed sterilization records on product from inventory, which confirmed the products from the same lots are sterile out of the package. The raw data from sterilization cycle matched the cycle specification. Stimwave quality, engineering, and manufacturing verified that the correct cycle specification was used for the stimulator lot. The source of the issue was not traced back to compromised product sterility or operating room conditions. At this time, it is undetermined that the device caused or contributed to the issue. However it is likely attributed to the patient's physical condition and close proximity location of the incision site contributed to the infection. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is likely attributed to the patient's physical condition and close proximity location of the incision site contributed to the infection, or factors outside the control of stimwave and medical professionals. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the product was delivered sterile, and the sterile barriers were not compromised. Infection is a known adverse event for spinal cord stimulation and the freedom scs system, and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling. Stimwave was in constant contact with the therapy specialist starting november 26, 2018, regarding the complaint and the root cause investigation. Stimwave confirmed that the product was provided sterile, did not fail to meet performance and safety specifications, and verified that the surgery center had demonstrated compliance with sterilizations standard for implantation procedures for treatment. The patient's physical condition and location of the incision site may have contributed to the infection. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as infection can be considered an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event.

Event description:
Following a successful trial with the freedom spinal cord stimulator (scs) system, the patient had a permanent procedure performed on (B)(6) 2018, in which a freedom-8a receiver stimulator (fr8a-rcv-a0), freedom-8a spare lead (fr8a-spr-b0), and sandshark injectable anchor (sia) system (shrk-all-1k) were implanted in the spinal cord at the t8-t9 level to treat the patient's chronic regional pain syndrome (crps).the patient receives care from home healthcare professionals who noticed on (B)(6) 2018 that her incision site was reddened. Because the patient reported pain at the incision site, she was taken to a hospital near her home for medical evaluation where she was prescribed IV antibiotics for two (2) weeks. The patient was relocated to two additional hospitals due to circumstances not related to the infection, which contributed to a longer hospitalization for recovery. The patient is planned to end IV antibiotic treatment and be discharged from the hospital on (B)(6) 2018. The device remains in use by the patient throughout her hospitalization as the system is treating her crps.